Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe in front of the arterial kit was separated and could not be used. The blood collection kit was eventually replaced, and the puncture was redone. There were no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of syringe separation could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot of history review could not be conducted because no lot number was provided by the customer.